Event description:
Patient reported capsular contracture baker grade iii, seroma diagnosed by MRI and the following events "persistent swelling, presence of pain in the area of the breast implants, breast enlargement, lumps in the breast, breast asymmetry, skin rash, hardening of the breasts, chronic headaches, persistent joint and muscle pain, respiratory difficulties, patchy hair loss and breast implants deformation". The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported, left- side capsular contracture baker grade iii, seroma diagnosed by MRI and the following events "persistent swelling, presence of pain in the area of the breast implants, breast enlargement, lumps in the breast, breast asymmetry, skin rash, hardening of the breasts, chronic headaches, persistent joint and muscle pain, respiratory difficulties, patchy hair loss and breast implants deformation". Later, patient reported, "suffered symptoms connected to bia-alcl," "felt the movement of the liquid in my breast," "felt like bubbles of water is caught under the breasts and I could feel the fluid flowing, especially when I was lying on my back," "symptoms were swelling, massive pain, uncomfortable chest pressure, visible breast deformation, and breathing problems(not device related), causing chronic inflammation which significantly increased the risk of bia-alcl and per histology report, ¿left breast suggests the possibility of ¿infection¿the device has been explanted.

Manufacturer narrative:
"Visual analysis of the photographs identified: capsular contracture: observed the tissue in the surface of the device but as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Edema-ndr: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. Skin rash/dermatitis: unable to confirm as it is a medical event not related to the device. Headache-ndr: unable to confirm as it is a medical event not related to the device. Pain-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that lot number 2251402 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30036907 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of feb -2021 through jan-2023, was noted outlier in mar-2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient left side capsular contracture baker grade iii, seroma, "pain", "breast enlargement, deformation, ", "skin rash". Patient also reported the non-device related events of "persistent swelling", "lumps in breast", "chronic headaches", "persistent joint and muscle pain", "patchy hair loss". Patient later reported against left "possibility of infection", "breast deformation, felt like bubbles of water caught under the breasts", "chest pressure", "swelling", "chronic inflammation", "textured, risk of bia-alcl", and "breathing problems (non-device related). The device has been explanted.

Event description:
Device has been explanted.